Event description:
The following information was reported to gore: on (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm and the right common iliac aneurysm using gore® excluder® conformable aaa endoprosthesis. On (B)(6) 2023, follow-up CT examination confirmed an endoleak with aneurysm enlargement (74.5mm to 80 mm). Reportedly, a type iiib endoleak, type ii endoleaks and a type ib endoleak were suspected but not determined. On (B)(6) 2023, a reintervention was performed and a type ii endoleak was identified via the inferior mesenteric artery near the bifurcation of the device by the intraoperative angiography. Another type ii endoleak was also seen, but there was no retrograde flow into the aneurysm. Only balloon touchup was performed at this time of reintervention. At a later date, embolization for the inferior mesenteric artery and the aneurysm sac is planned as the next treatment. Reportedly, if the aneurysm enlargement is continuously observed, open conversion is also considered.

Manufacturer narrative:
H.6. Type of investigation code b14: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Type of investigation code b20: the device remains implanted and is not available for analysis. H.6. Investigation conclusions code d12: according to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B5: describe event updated as received additional information. H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: code b18 updated.

Event description:
The following information was reported to gore: on (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm and the right common iliac aneurysm using gore® excluder® conformable aaa endoprosthesis. On (B)(6) 2023, follow-up CT examination confirmed an endoleak with aneurysm enlargement (74.5mm to 80 mm). Reportedly, a type iiib endoleak, type ii endoleaks and a type ib endoleak were suspected but not determined. On (B)(6) 2023, a reintervention was performed and a type ii endoleak was identified via the inferior mesenteric artery near the bifurcation of the device by the intraoperative angiography. Another type ii endoleak was also seen, but there was no retrograde flow into the aneurysm. Only balloon touchup was performed at this time of reintervention. At a later date, embolization for the inferior mesenteric artery and the aneurysm sac is planned as the next treatment. Reportedly, if the aneurysm enlargement is continuously observed, open conversion is also considered. Additional information received on june 20, 2024: on an unknown date in (B)(6) 2023, an open repair was performed to treat the type ii endoleak from the inferior mesenteric artery and aneurysm enlargement. Implanted devices were explanted in its part or in whole.